Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the four contacts of the lead had high impedances. The patient had a revision procedure wherein the lead was wiped with wet gauze, then dry gauze to ameliorate the impedances. The device remains implanted.